Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received; customer was unsure as to how much insulin was in the cartridge at the time of this notification. Additional insulin was added to the cartridge and subsequently a cartridge alarm (alarm 09) occurred. Additionally, it was reported that fill resistance was experienced during the fill process. A new cartridge was successfully loaded onto the pump resolving all issues. Customer's blood glucose level was 209 mg/dl.